Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer in the us alleged discrepant results generated with the cobas®¿sars-cov-2/influenza a/b¿nucleic acid test for use with the cobas® liat® system. The original test on the cobas liat system # (B)(4) generated positive results for flu a/b, and negative result for sars-cov-2. The same sample was re-tested on the cobas liat system # (B)(4) generated negative results for sars-cov-2 & flu a and flu b. The negative results were reported to patient. No harm is alleged. During the instrument investigation, an additional 7 runs were identified as potential false positive results generated by the customer with the cobas®¿sars-cov-2/influenza a/b¿nucleic acid test for use with the cobas® liat® system. It is unknown if the results were reported to the patient(s). Eight (8) mdrs will be filed as per FDA guidance.

Manufacturer narrative:
Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update has been launched to better identify the thermal sensor errors. A new cobas® sars-cov-2 & influenza a/b script to better detect abnormal pcr curves will be made available in due course. Consignees have been notified. The customer issue has been alleged on the liat instrument, product code: occ catalog number 07341920190 and UDI (B)(4). The test used on the liat system is the cobas sars-cov-2 & influenza a/b test product code qjr, catalog number 09211101190 and UDI (B)(4). Lists the suspect medical device as the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system. (B)(6). (B)(4).